Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired as intended; the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded into the device without any difficulties and did not fell out during functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when trying to fire the device the reload kept springing out of the gun. Another device was used to complete the procedure. There were no adverse consequences for the patient.